Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Customer supplied images were reviewed by microvention's product safety physician: the images displayed a coil mass with a section of embolic coil extending beyond the coil mass. In one of those images, the delivery catheter can also be seen with what appears to be a broken or separated section of embolic coil extending past the distal end of the delivery catheter. Both of these fluoroscopic images are consistent with the complaint. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed on a ruptured internal carotid artery aneurysm. During placement and repositioning of the 8th coil, the coil unexpectedly detached in the carotid artery and there was a temporary hiccup flow. A snare was used to retrieve the detached coil segment. There was no reported patient injury or sequela.